Manufacturer narrative:
Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation. Lens rotation/repositioning was performed but this did not resolve the problem. The lens was exchanged with a longer length. The problem was resolved. Low vault with rotation is identified in the labeling as a known potential adverse event following icl implantation.